Event description:
It was reported that the atrial lead exhibited insulation breakage. The lead was explanted and replaced. The patient experienced no adverse events before, during or after the procedure.